Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, sri instrument: product code: apau0606. Description: bi-mentum head support cone. Lot number: enz271022. Easy press cone apau0606 stuck onto 221850043. After removal of trial head. Surgery time extended by 15 mins, no harm to the patient, had to change to a different implant construct. The product was not returned to depuy synthes, however photos were provided for review. See attachment pc bimentum cone stuck, img_3862, img_3863. The photo investigation revealed that 221722043, pinnacle mb hd trial 43_22.225 appears to be assembled to the bi-mentum impactor. The provided evidence was not sufficient to confirm the reported event. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 221722043, pinnacle mb hd trial 43_22.225 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner trial and cone had to be disengaged to proceed to the next step of the case. Subsequently during the final assembly, the cone was stuck to an exeter head. The surgery time extended by 15 minutes. There was no harm to the patient. Change to a different implant construct.